Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: ¿ did this issue contribute to any patient adverse event? ¿ when was the needle pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date.

Event description:
It was reported that a patient underwent a circumcision procedure on (B)(6) 2025 and suture was used. During the procedure, the patient underwent surgery for phimosis and used needle according to routine procedures. However, during use, the problem of pulling off suture needle had happened when the medical staff opened the needle. Medical staff immediately stopped further operation of the equipment and conducted a preliminary examination. After inspection, no needle breakage was found. Subsequently, the nursing team leader was informed, and the needle was replaced. No adverse patient consequences were reported. Additional information was requested.